Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, and deemed the cable, ict to ict pre amp the likely cause. The fsr replaced the part and no additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any trends. A review of tracking and trending for the cable, ict to ict pre amp did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cable, ict to ict pre amp were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module. The following data was provided (customers reference range 135-145 mmol/l): initial result = 100 mmol/l, repeat = 142 mmol/l. No impact to patient management was reported.